Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had high impedances on their l4 lead. Reprogramming was unsuccessful in restoring therapy. Surgical intervention may take place to resolve the issue.

Event description:
It was reported that the patient underwent surgical intervention on 09 april 2019 wherein the drg lead was explanted and replaced. The issue has since reportedly been resolved.